Event description:
The customer reported ultrasonic surface detect errors and quantity not sufficient (qns) flags for troponin I (access accutni) on three patient samples involving unicel dxc 600i synchron access clinical system. The customer stated the flagged samples were higher when reanalyzed. Beckman coulter customer technical support (cts) advised the customer to use proper personal protective equipment (ppe) prior to troubleshooting. The customer inspected the cta aliquot probe and discovered the fitting at the top to be loose. The customer was able to reseat the fitting and noted the fitting to be more secured. The customer reported several erroneous troponin I and creatine-kinase mb (ck-mb) results were received due to the loose probe fitting on the closed-tube aliquotter (cta). Subsequent testing recovered higher results on two of the samples. The customer stated the erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse inspected the fitting on the closed-tube aliquotter (cta) probe. No issues were noted. The fse verified system performance and performed minor cleaning of the system. The unit conformed to the manufacturer's published performance specifications.